Event description:
It was reported that episodes that looked like noise was detected as high ventricular frequency which resulted in a pause. Patient is pacemaker dependent and experienced dizziness during pause. Noise could not be reproduced in clinic. Reprogramming was performed. Patient will be followed via merlin.net.

Manufacturer narrative:
(B)(4).